Event description:
It was reported that during a laparoscopic gastric bypass procedure, when the surgeon checked the anastomosis, he saw one opened staple so he noticed that the staples were not completely formed and didn't staple the stomach. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/23/2009. Information anticipated, but unavailable at this time.

Manufacturer narrative:
Date sent: 10/28/2009the analysis found that one ec60 device was returned in good visual condition, and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload, and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete, and the staples were noted to have the proper b-form shape. A batch record review was performed, and no anomalies were found during the manufacturing process.